Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested. Should additional information become available, a follow-up report will be submitted.

Event description:
Complainant reports it was impossible to deflate the balloon with the use of a syringe or by cutting the catheter at the y-point. The complainant further reports it was possible to deflate the device by inserting a guidewire.